Event description:
It was reported that during an acl reconstruction when over drilling the end button drill through the k wire, the tip of drill was broken vertically. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly

Manufacturer narrative:
The reported 4.5mm cannulated endoscopic drill used in treatment, has been returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has splits at each drill flute. The cannulation of the drill is heavily scored. The condition of the drill indicates it was subjected to excessive force during use, it appears that the drill came into contact with a bent guide wire causing the drill head to splay and ultimately split. Per the device instructions for use ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ a review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.